Event description:
It was reported that when non preloaded intraocular lens (iol) was implanted in to the patient's right eye there was dislocation of the lens, the symptoms were debilitating. The lens was explanted in a secondary procedure and replaced with the same model and same diopter lens. There was no patient injury. There were sutures required as a part of routine practice. There were no medication prescribed outside the regular standard care. No other information is available.

Manufacturer narrative:
Section a4: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.